Manufacturer narrative:
D10: concomitants: 6524807 02-020-11-0350 - truliant ps cem fem ps cem right sz 5. 6530757 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. 6562081 200-02-38 - three peg patella 38mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2020. Approximately 1 year and 2 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: failed right total knee replacement secondary to arthrofibrosis findings: extensive scar tissue was found along the lateral gutter with very thickened scar involving the lateral collateral ligament, the it band, the lateral patellar retinaculum. The posterior capsule was extremely thickened and scarred with some areas of heterotopic calcification, very, very thickened posterior capsule scar. The medial collateral ligament was intact. There were significant adhesions between the medial skin flap and the quadriceps, and the quadriceps in the region of the mid vastus incision was also significantly scarred. After mobilizing the scar tissue, excising most of the scar tissue from the lateral gutter, freeing the patella, freeing the medial gutter and flap, and performing a medial release of the superficial medial collateral ligament. Polyethylene insert was removed. There were no complications during the procedure.